Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for generator change, high pacing threshold and low impedance on the atrial lead was observed. The lead was capped and replaced on (B)(6) 2016 during device replacement procedure. Patient was recovering post-procedure.